Manufacturer narrative:
Representative from pride and component manufacturer attended inspection of the loaner product. The unit functioned properly.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Event description:
The user was in an accident while using a loaner power chair and required hospitalization. The extent of injuries or details of the incident are unknown.

Event description:
The user was in an accident while using a loaner power chair and required hospitalization. The extent of injuries or details of the incident are unknown.